Manufacturer narrative:
Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2011-00659. It was reported that during a rotational atherectomy treatment procedure, a guide wire detachment occurred. The 90% stenosed lesion was located in a severely tortuous and severely calcified proximal and mid left anterior descending (lad) and first diagonal branch of the lad. An attempt was made to perform ivus with an atlantis sr pro2 ivus catheter, but it was unable to cross the lesion. The physician then exchanged an unspecified guide wire for a 330 cm floppy rotawire guide wire. Six ablation passes were performed with a 1.5mm rotalink plus for 222,000 - 225,000 rpm's for a length of 8 - 10 seconds in the main branch of the lad. Then the physician noticed that the 1.5mm burr was in the diagonal branch even though the rotawire guide wire had not been positioned in the diagonal branch. It was then determined that the rotawire guide wire was fractured. Numerous attempts to retrieve the detached guide wire were unsuccessful. The patient was then scheduled for bypass surgery and the detached portion of the guide wire was successfully removed from the patient. According to the physician, the mid portion of the separated wire became kinked or bent when the physician caught the wire with a clamp. No further patient complications were reported and the patient's status is stable.